Manufacturer narrative:
The device is not available for evaluation, however, an image of the product involved was provided. If additional information is received, it will be reported on a supplemental report. An image is available of the product involved.

Event description:
It was reported that during a product demonstration the unit broke. When the product was turned the distal tip cracked and a small piece broke off. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event could be confirmed based on an image of the complained device that was provided by the sales rep. As part of the DHR review the available information on the complaint is by default forwarded to the manufacturing site stryker orthopaedics in limerick ((B)(4)) to review the related quality and manufacturing documents. As for this complaint the lot code # was not provided so a DHR review could not be performed. The information available is not sufficient to determine the root cause of the complaint. According to the related risk management file, possible causes for the breakage of the syringe could have been: inappropriate handling by hcp. Missing/ wrong information provided. Based on the investigation including a statistical analysis there is no indication for any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that during a product demonstration the unit broke. When the product was turned the distal tip cracked and a small piece broke off. No medical intervention and no adverse consequences were reported with this event.